Event description:
The customer reported an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, x-ray tube, snubber board, and filament driver board. (B) (4).